Event description:
It was reported that a new sense/pace lead was implanted, due to low r-waves and t-wave oversensing. The defib portion remains implanted and functioning.

Manufacturer narrative:
Na